Event description:
Patient had an angiodynamics port placed (B)(6). Patient arrived to the cancer institute on (B)(6). Port was accessed and no blood return noted. Cath flo was placed and unsuccessful. Md notified and portogram was ordered. Completed on (B)(6) and it showed: discontinuity of the patient's central catheter which appears to have sheared at the level of the chest wall. The loose fragment of the catheter is largely within the right atrium. Patient was then sent to the ER and was transferred to have the device removed from right atrium.